Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Consumer reported they have crps pain and have more bad days than good days. The issue had been going on since about 6 months after implant. It was reported that their medtronic device was explanted and they ¿hooked the leads up to a hybrid st jude battery." It was reported that the patient was still in pain and the issue was not resolved. No further complications reported/anticipated.